Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and was diagnosed as myocardial infarction (mi). Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the 2nd obtuse marginal (om) with 99% stenosis and was 12 mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre dilatation and placement of a 2.50 x 16 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and prasugel. In (B)(6) 2014, the patient was diagnosed with worsening coronary artery disease. Twelve days after, coronary angiography was performed and revealed isr of previously placed study stent in 2nd om. The lesion was then treated with percutaneous coronary intervention (pci). Post procedure, the event was considered as resolved and the patient was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).